Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon reassessment of the reported event, it was determined to be not reportable. The patient was previously converted to a reverse shoulder; therefore, they would not have had this component at the time of the reported event. The initial report was forwarded in error and should be voided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4), multiple MDR reports were filed for this event, please see associated reports: 0001825034-2024-00877, 0001825034-2024-00878, 0001825034-2024-00880. D10: item# xl-115363; lot# 528560, item# 115340; lot# 562430, item# 113646; lot# 453180. E1: full establishment name - (B)(6) hospital. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a third shoulder procedure approximately one (1) year and one (1) month after their original implantation due to unknown reasons. It is unknown whether any devices were explanted during this procedure. Attempts have been made and no further information has been provided.